Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin after attempts to fill. The customer changed out the cartridge and able to complete the load process. There was no reported impact to the customer's blood glucose level.